Event description:
It was reported that a vented paclitaxel set was leaking from the end of the set closest to the patient. This occurred during an unspecified process step in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included an air passage test and an underwater leak test. No leaks were observed, and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.